Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing which caused inappropriate mode switch episodes. Normal electrical characteristics were observed. No intervention was performed. The patient was not symptomatic and would be monitored.